Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .024 offset at the tips. The bent tip exhibits separation of the yaw pulley cover at the glue joint, indicating likely cause of it due to overloading at the tip. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found frayed pitch at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the instrument's wrist. The other cables at the wrist were not damaged. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, an additional finding of a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the maryland bipolar forceps instrument jaw is not close completely. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.